Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose level was 144 mg/dl and the sensor glucose level was 41 mg/dl at the time of the incident. The customer reported insulin pump is shutting down the insulin delivery. The customer¿s current blood glucose was unknown. The customer did troubleshoot the issues and found needle and adhesive anomalies. The sensor will not be returned for analysis.